Event description:
Hill-rom manufacturing, inc. Has received a report that reasonably suggests that the vest may have contributed to a patient's rib fracture. No malfunction of the unit was alleged. The patient has osteoporosis.